Manufacturer narrative:
H3: product analysis: damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 9.2cm to 21.4cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield could not be pushwire forward or removed. The catheter was cut to remove the pipeline flex shield. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed as the distal end of the braid was opened and frayed. The cause of failure to open could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was normal and he pipeline flex shield was resheathed 2 or less times. However, the customer report of "resistance during retrieval" was confirmed as the pipeline flex shield was returned stuck inside the phenom catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during procedure. Customer reported that the vessel tortuosity was normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was left ic-para 20mm. It was approached from the right radial using stiff-j and navien 6f. There were no particular changes; when the catheter was pulled out and the stent was opened normally, it was twisted about 15 mm from the tip/all of it. There was deployment failure in the distal stent region. The delivery wire was pushed several times in an attempt to fix the twist, but it was removed because it was strange that it was twisting from the beginning. It seems that it was stuck inside the catheter when it was removed. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. No operation, such as using another device, was performed to deploy the stent. The pipeline was resheathed and retrieved from the patient's body with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the package insert. The catheter was flushed as indicated in the package insert. The patient was undergoing surgery for stent placement surgery for aneurysm embolization treatment of a saccular, unruptured left aneurysm with a max diameter of 22mm and a 10mm neck diameter. The access vessel was the internal carotid artery (ica) with a diameter of 4 to 5mm. The landing zone was 4.1mm distally and 3.5mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. Postoperative findings related to blood flow contrast were in the end, it was placed in two layers; there were no problems with blood flow in the mains, and the contrast agent retention in the aneurysm was confirmed. Ancillary devices include a axcelguide stiff-j, navien 6f guide catheter ,  phenom27150 cm microcatheter, chikai 14, synchro2 guidewire.

Manufacturer narrative:
Initial reporter/healthcare professional information not reported due to regions privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.